Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 5 months post implant of composix kugel mesh, patient was diagnosed with bowel perforation, erosion, infection, wound dehiscence, purulent discharge and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and adhesion as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note, the manufacturing date (15-jul-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated ventral incisional hernia and additional midline hernia thereby underwent component separation and open hernia repair with the implant of composix kugel mesh. Per operative notes, "the incarcerated hernia was dissected and above midline multiple small hernias were noted. The adhesiolysis of small bowel was performed. A composix kugel was sutured and tacked. Component separation on right side dividing external oblique muscle was performed." (B)(6) 2015 - patient was diagnosed with infected abdominal mesh secondary to gastric and small bowel erosion of mesh thereby underwent small bowel resection, appendectomy, cholecystectomy, drainage of abscess and removal of mesh. Per operative notes, "the midline wound had broken down and was draining pus. A small defect in the midline was noted. Erosion into the greater curvature of stomach by the mesh seen, hole was noted and sutured. The adhesions were taken down. A hole in the small bowel had the mesh eroding into it. The mesh was completely removed. The mid jejunum had a hole in the small intestine. The portion of mesh was resected. A small bowel ventral hernia defect was noted intact above the mesh for the most part was sutured." Attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, emotional injuries, pain and hernia recurrence. It is also alleged that patient had hole in the stomach and small serosal tears in the terminal ileum.